Event description:
Caller states, the pt tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 7.55 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, test strips have been discarded; replacement was sent.